Event description:
It was reported that the pt states the unit is not suctioning - urine remaining in male wick - no water collected. Green indicator light is still on. Adv we cannot replace unit until kit is replaced (last kit ordered dec 2025-kit with handle), placed order for new kit. Troubleshooting was performed and the issue was not resolved. There are no reports of impact/injury to the patient\male wicks.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.